Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ghm401 mfg date: 07/01/2013, exp date: 07/31/2018; batch ghk875 mfg date: 07/01/2013, exp date: 07/31/2018; batch gh5287 mfg date: 07/01/2013, exp date: 07/31/2018; batch ghk090 mfg date: 07/01/2013, exp date: 07/31/2018; batch ghz642 mfg date: 07/01/2013, exp date: 07/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure in (B)(6) 2013 and suture was used under the skin to close the wound. After discharge from the hospital, the patient came to see the surgeon in late (B)(6) 2013 and complained of an inflammation reaction in the wound area. In (B)(6) 2013, the patient was treated by dermatology as an allergic reaction was suspected. The reaction covered the entire suture site. A patch test was then performed and the results were negative. The reaction was found in the subdermal and epidermic tissue, not intraperitoneally. The results of a culture test were negative. The surgeon is considering the best treatment. No surgical intervention was performed. The patient is still not recovered.